Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2011, the patient underwent anterior cervical discectomy and fusion surgery on the cervical region of her spine from vertebrae c4 to c5 using rhbmp-2 and collagen sponge. Post-op complications: chronic neck pain, with radiating pain to left shoulder, swelling in neck, constant headaches, throat tightness and difficulty in swallowing, numbness and tingling in both arms, and shaking in both arms and in jaw. These serious injuries prevent patient from practicing and enjoying the activities of daily life.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2011, the patient was presented with following pre-op diagnosis: adjacent segment disease at c4-5 in a patient who had previously undergone c5-6 and c6-7 anterior cervical discectomies and fusions, left-sided cervical radiculopathy and degenerated disc at c4-5. The patient underwent following procedures: c4-5 anterior cervical discectomy and fusion, use of operating microscope, peek allograft, plating, use of synthes instrumentation throughout, use of rhbmp-2, and fusion at c4-5. As per the operative notes, ¿it should be noted that before placing the peek spacer, it was packed with small amount of rhbmp-2 and allograft.¿no intra-operative complications were reported.